Event description:
The customer contacted heartsine to report that their device's display had malfunctioned. Without complete visual prompts, a lay user would not receive the instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
The customer's device was not returned to heartsine for investigation. A cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device's display had malfunctioned. Without complete visual prompts, a lay user would not receive the instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.